Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') in a 35-year-old female patient who had essure (batch no. A47942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, amenorrhea, keloid scar, pharyngitis and uterine myoma. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("pain: pelvic/abdominal"), genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy on (B)(6) 2014 and oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, psychological trauma, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain: pelvic/abdominal, bleeding: gen. Abnorm. Bleed (interpreted as general abnormal bleeding), psych injury related to essure, pregnancy: birth - no complication, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') in a 35-year-old female patient who had essure (batch no. A47942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida and parity 3. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In november 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("pain: pelvic/abdominal"), genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy on (B)(6) 2014 and oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, psychological trauma, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain: pelvic/abdominal, bleeding: gen. Abnorm. Bleed (interpreted as general abnormal bleeding), psych injury related to essure, pregnancy: birth - no complication, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter information updated. Lot number added. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish were added. Medical history, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal'), pregnancy with contraceptive device ('pregnancy: birth no complication') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "devise ineffect". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: pelvic/abdominal") and psychological trauma ("psych injury related to essure") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery ((hysterectomy (full))). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: received treatment for pain: pelvic/abdominal, bleeding: gen. Abnorm. Bleed (interpreted as general abnormal bleeding), psych injury related to essure, pregnancy: birth no complication, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: previously reported event injury nos was removed. New event pain: pelvic/abdominal, bleeding: gen. Abnorm. Bleed (interpreted as general abnormal bleeding), psych injury related to essure, pregnancy: birth - no complication and device ineffective were added. Product information date of removal and indication were added. Patient information date of birth were added. Lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.